Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a pacemaker failure. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by a philips field service engineer (fse ) and the issue was further clarified as corrupt configuration. The issue was isolated to the internal battery.